Event description:
My complaint involves 2 medical devices: 1) tandem t-slim insulin pump operating with t:slim software control iq v7.8 and 2) dexcom g7 continuous glucose sensor. At approximately 2:45 pm, the dexcom g7 sent a spurious reading to the tandem t-slim pump and 5 minutes later, sent a second spurious reading to the pump. Readings before and after this 10 minute window were substantially lower. The control iq software in the tandem pump interpreted these two readings as part of it's monitoring system that my blood sugar was going to exceed 200 mg/dl in the next 20 minutes and requested that a correction bolus be dispensed by the pump. When the pump did dispense the corrective dose, my glucose readings at the time would not have indicated that a corrective dose was required. The unneeded (or requested by me) bolus resulted in a hypoglycemic event 30 minutes later. At no time did the tandem pump indicate that 1) it had projected a high blood sugar to occur in the next 20 minutes or 2) that a corrective bolus was going to be dispensed. I discovered that it had delivered the corrective bolus when I silenced a reminder, I had set on the pump to change my infusion set. I have had this combination of spurious sensor readings and unwanted corrective boluses before (twice in april of this year) and have documented and complained to tandem diabetes about the problem. Tandem's response has been that control iq has calculated the corrective bolus correctly, however the are no data validation steps taken by the software or safety checks before the bolus is delivered. There is no user notification either. The problem is that corrective bolus without data validation and/or user input can potentially cause serious hypoglycemic events which could potentially require medical intervention. I have suggested to tandem that they institute either data validation (data points are outside the running average or trend), a safety check (what is the blood glucose level before you actually dispense (is it substantially lower than what you predicted). I have also suggested that control iq should be giving the user alerts concerning the predicted action and give the user the option to cancel that impending action. These suggestions have been given to tandem for at least the past 2 years and they have taken no action. I have screen captures of these events for the two april occurrences and the current event. These illustrate pretty clearly the source of the problem (spurious high glucose readings from the dexcom sensors) and the corrective bolus and resulting hypoglycemia. Ref report: mw5156436.